Manufacturer narrative:
The calibration and qc data provided were acceptable. The patient sample was provided for investigation. The investigation was able to determine that there are no interfering factors to troponin t in the patient sample. The high troponin results obtained by the customer were able to be confirmed. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay (troponin t hs) results for 1 patient from 4 samples on a cobas 6000 e601 module. An interfering factor is suspected in the patient samples. The customer is questioning the high elecsys troponin t hs results compared to troponin I hs results from the beckman method. On (B)(6) 2023, the patient had a troponin t hs result of 53.5 ng/l. The patient also had a troponin I hs result of 0.1 pg/ml from a beckman analyzer. On (B)(6) 2023, the patient had a troponin t hs result of 93.8 ng/l. The patient also had a troponin I hs result of 0.4 pg/ml from a beckman analyzer. On (B)(6) 2023, the patient had a troponin t hs result of 122.3 ng/l. The patient also had a troponin I hs result of 0.8 pg/ml from a beckman analyzer. On (B)(6) 2023, the patient had a troponin t hs result of 104.8 ng/l. The questionable troponin t hs results were reported outside of the laboratory. The analyzer serial number is (B)(6).